Event description:
On april 30th, after removing my dexcom g7 sensor when it expired, I noticed a serious skin reaction where it had been placed. The area was extremely red, painful, and started bleeding. This was not a minor irritation. This is a severe reaction. Now, four days later, the site is still red, sore, and has not healed properly. While the bleeding has stopped, the pain and irritation remain. Because of this, I cannot use that arm for another sensor. Given that I am diabetic, healing is slower and complications like this carry greater risk, so it may take an extended period of time before the area is fully healed and safe to use again. This has directly impacted my ability to use the device as intended, which is critical for managing my blood sugar. I contacted dexcom to report the issue and ask for guidance, but I did not receive any meaningful help. The representative I spoke with was difficult to understand, and the call did not result in any useful support.